Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned.

Event description:
Device report received from (B)(6) indicates the following: plate was implanted on a broken ulna. After 4.5 months the plate was broken, reportedly the plate broke due to non union. Pt was revised.